Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy-defibrillator (crt-d) displayed a monitoring voltage of 3.15 volts via inductive telemetry. The box label indicates that the voltage should be 3.25 volts. The device was not implanted.

Event description:
Guidant received information that this boxed cardiac resynchronization therapy-defibrillator (crt-d) displayed a monitoring voltage of 3.15 volts via inductive telemetry. The box label indicates that the voltage should be 3.25 volts. The device was not implanted. Additional information was received indicating this device was later implant. The device was then explanted after 59 months of implant. There were no allegations against device functionality. The device was returned for analysis.

Manufacturer narrative:
To date, this product has not been returned to guidant for laboratory evaluation. Event details will be updated should more information become available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.